Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve detachment occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - large came out of place. The sheath was replaced and the issue resolved. The hemostasis valve (gasket) did not break into two pieces but became detached from the sheath. The sheath was being used on the patient at the time of the event. No air entered the patient ¿s body through the sheath. No blood return was observed and no percutaneous or surgical removal was required. No patient consequence was reported. Hemostatic valve detachment is MDR-reportable.

Manufacturer narrative:
Per internal review, it was identified that the complaint device had a brim cap detachment, which is an MDR-reportable issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed as the device was not returned and pictures were analyzed. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, pictures were received of the complaint device. According to pictures provided by customer, hemostatic valve and brim cap appears detached from the hub. A device history record evaluation was performed for the finished device [00001088] number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. No CAPA will be initiated based on the available information and results of the investigation. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).